Event description:
Used to catheterize jugular vein of a blood donor cow, for collection of blood for transfusion. Duration of product use: approx 1 hour. Product administered by veterinarian/veterinary staff. Product: made in china. Overall health status when suspected product given: excellent. The catheter was placed in the jugular vein of a healthy blood donor cow to facilitate collection of blood for transfusion to an anemic cow. The hub of the catheter was sutured to the cow's skin. After collection of approx 2 l of blood, flow through the catheter ceased. The sutures were removed, and the hub of the catheter was pulled to extract the catheter. There was no catheter attached to the hub, only the hub was in the operator's hand. The catheter was embedded in the wall of the jugular vein and lumen of the jugular vein. The catheter was identified with ultrasound and a surgical outdown procedure was performed to remove the remnant. It appeared that the catheter had clearly separated from its hub, it did not appear that the catheter had kinked and broken. The cow is recovering from surgery.